Event description:
Pt pulled out foley catheter, assessed the pt and catheter and noticed that the tip was gone, segment 4-5 cm. Pt was taken to surgery by urologist on 7/2/96 and fragment was removed from bladder.